Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of >50 mm abdominal aortic aneurysm. The proximal landing zone was noted to be short with a neck length of 5 mm. A chimney procedure was also completed. It was reported during the index procedure, final angiogram identified a type ia endoleak. Additional touch up with ballooning was performed however the endoleak persisted and the physician elected to end the procedure. Per the physician the cause of the event was anatomy related due to the patient's short neck. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.